Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that a difficulty crossing event occurred. Vascular access was obtained via the right radial artery. The target lesion was located in the left anterior descending artery. Pre-dilation was performed. A 12x4.00mm synergy stent delivery system was advanced, but was not able to cross the lesion. No patient complications were reported. However, returned device analysis revealed proximal stent damage. This product is only ous approved but it is similar to an approved u.s. Device.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was returned for analysis. The balloon cones had been subjected to minor positive pressure. The two most proximal rows were slightly expanded/ flared as a result, however the remainder of the stent was still crimped in place. One strut on the most proximal row was lifted. This damage most likely occurred following the stent expansion during withdrawal of the device. The hypotube was kinked at various locations along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).